Event description:
A report was received that a patient was explanted due to a subdural hematoma. The treatment administered for the subdural hematoma was decompression and the patient regained full movement in all extremities. The patient was reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices will not be returned for eval as they were discarded by the medical facility.